Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
48 year old male with history of coronary artery disease, non-ischemic cardiomyopathy, ventricular tachycardia, tobacco and alcohol use presented with acute on chronic decompensated heart failure. On 10/9 underwent implant of impella 5.5 via axillary artery. On 10/10 hemolysis noted, wide complex tachycardia requiring cardioversion and medication. On 10/27 axillary site hematoma noted (non-expanding). On 10/28 underwent high-risk percutaneous coronary intervention of left anterior descending and right coronary artery with impella 5.5 support without incident. On 11/4 underwent implantation of left ventricular assist device (lvad) with explant of impella 5.5 without incident.